Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. Additional information was provided and information was received stating that the product has been discarded and will not be returned. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "capsule contraction," baker grade IV. Device has been explanted.